Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient stated their therapy was not working. The patient re-iterated the first 2 nights were wonderful but after that they had not gotten symptom control. The patient stated they started off on p4 and a couple of weeks ago the health care physician changed them to p1 at 2.6. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he patient only had 1-2 days where the implant was helping and they were able to sleep through the night. Patient stated now they couldn't make it to the bathroom and was waking up every hour. Patient saw the healthcare provider and they did more adjustments, they reported they might have one good night, but then went back to having issues. Patient started on program 1 and was told by their healthcare provider it was set to 1.5v, but it showed 1.0v and was now on program 4. Patient was redirected to their healthcare provider to discuss symptoms and settings. The patient also reported they were educated under anesthesia. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient's ipg was found to be turned off, and the hcp turned it back on. No further complications were reported or anticipated.